Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display arm was replaced to resolve the reported issue.

Event description:
The hospital reported that, display arm would not lock on the mount. There was no reported patient involvement.